Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) could not contact the patient to obtain additional information. The patient stated that the error message first appeared at an unknown time ¿a week¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes with oral medication (type and dosage unknown) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of this alleged product issue. ¿two days¿ after the product issue began the patient stated that they experienced symptoms of ¿shaking and dizzy¿, but it is not known whether the patient associated these symptoms with high or low blood glucose levels. The cca noted that the patient did not receive any form of treatment as a result of these symptoms and the mss was unable to contact the patient to confirm this. At the time of troubleshooting the cca walked the patient through a re-test as the issue remained unresolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.